Event description:
A consumer reported that six weeks following intraocular lens (iol) implant surgery she is experiencing distortion of straight lines, magnification is approximately 40% greater than the fellow eye and in dim light is having fuzzy and darker vision. She stated she has worsened sense of balance and has been tripping. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).